Event description:
According to the initial information received, this case involved a child with down's syndrome, av canal with dominant secundum atrial septal defect (asd), patent ductus arteriosus (pda) and a small ventricular septal defect (vsd). In (B)(6) 2008, the patient underwent pda closure with a flipper coil and asd closure with a 16mm amplatzer septal occluder (aso). Echocardiogram soon after the procedure showed a trivial residual superior shunt. The child was followed by her primary care physician and recently presented due to an increased shunt at the atrial level. Echocardiogram prior to surgical intervention done (B)(6) 2010 showed a residual atrial defect at the superior border of aso and at the primum level, tiny inlet vsd. The child underwent surgical repair on (B)(6) 2010. Noted at time of surgery that "on the inferior one-third of the circumference, there were multiple fenestrated atrial septal defects, as a result the device was excised, including a portion of the septum where it was quite nicely attached in the superior quadrant." The child did well post op and was discharged home. This event is being reported since surgical intervention was required to remove the device due to additional residual shunts. There were no allegations of device deficiency reported. The device is being returned for analysis, but has not yet been received. Once the device is analyzed, a supplemental report will be filed.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 58 mg/dl (aviva) and 97 mg/dl (advantage) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The 16mm aso was received at aga medical in its original configuration. The device was firmed by fibrous tissue and the aso surface on both discs were completely covered by a thin smooth neo-intima. The device was measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Our investigation was able to confirm the device met specification upon return to aga medical and prior to shipment.